Event description:
It was reported that the tip component has come off. The adhesive appears to have been applied unevenly and is concentrated on one side. As a result, it seems that the intended adhesive strength may not be ensured. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, " the tip component has come off", could be confirmed. The article was manufactured according to its current specifications. Since the cutting surface is too small, the design of the shaft was revised by extending the sleeve. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).